Event description:
It was reported that the right atrial (ra) lead had occasional intermittent undersensing. Follow up with the physician's office indicated no intervention had been taken. The lead remains in use. No patient complications have been reported as a result of this event.